Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and that the reservoir was leaking. The customer's blood glucose at the time of the event was 294 mg/dl. The customer treated with a manual injection. Troubleshooting identified that the reservoir was leaking at the connection to the insulin pump. The insulin pump passed functional testing. The insulin pump and reservoir will not be returned for analysis.